Event description:
Repair center alleged leaks, low o2 or yellow light. It was reported by the independent repair center that the unit leaks, and is displaying low o2 or yellow light. No patient injury reported, no additional information provided.